Event description:
Boston scientific received information that this implantable lead displayed an increase in pacing thresholds. The lead was suspected to have dislodged. A lead revision procedure was performed and the lead was successfully revised. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As of today, there is no additional information available and our investigation is complete. Should additional information become available, this report will be updated.